Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of display - dead pixel was confirmed. . On 13-may-26, pcu was received unboxed and with paperwork. Failed asm display test. Led display screen has failed. Defective material from supplier. Device to be returned for processing. Recommend replacing led display board. Failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had display - dead pixel. There was no patient involvement.